Manufacturer narrative:
Block h6 (device codes): problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the catheter demonstrated signs of use in the form of elevator marks along the shaft. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. Upon plugging the device into the controller, it displayed a live, clear image. No problem were identified with the image. The device was fully articulated in all directions; no problem were identified with the working channel or articulation. The device was passed through an articulation fixture and no problem were noted. A functional assessment for passability was performed. An autolith ehl probe was inserted through the working channel port and was able to pass through the device working length with no resistance. No problem were encountered when frontloading or backloading the ehl probe. This test was replicated with the device in an articulation fixture. No problem were encountered with passing the guidewire. The device was manipulated along the elevator marks on the shaft and an autolith ehl probe was again inserted through the working channel. In a position where the elevator marks were stressed, the probe would not pass. The reported event was confirmed. It is possible that procedural factors, such as user handling of accessories, could have contributed to reported issues. The kinks in the shaft were likely due to elevator usage on a duodenoscope, and the kink would have likely been exacerbated by positioning in anatomy. Based on all gathered information, the complaint investigation conclusion code selected is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass retrieval basket were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the spybasket was unable to advance through the spyscope ds ii. Reportedly, the spybasket got stuck approximately 5-10 cm from the distal tip of the spyscope ds ii. Reportedly, the duodenoscope and spyscope ds ii were straightened to try to help move the accessory devices through; however, this did not resolve the problem. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii access & delivery catheter and spyglass retrieval basket used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass retrieval basket were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the spybasket was unable to advance through the spyscope ds ii. Reportedly, the spybasket got stuck approximately 5-10 cm from the distal tip of the spyscope ds ii. Reportedly, the duodenoscope and spyscope ds ii were straightened to try to help move the accessory devices through; however, this did not resolve the problem. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.